Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula deployed early, but the pink slide did not move forward. Pod was not worn.

Manufacturer narrative:
The device was received fully deployed. Download data shows the device completed 46 first prime pulses and was deactivated by the user at 56 pulses. No damages or defects were observed on the needle mechanism assembly that would result in a needle mechanism failure. During the investigation, the needle mechanism was reset to the not deployed position and manually deployed. No issues were seen during this test. A root cause for the reported event could not be conclusively determined.